Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual inspection of the returned ar-623-6 identified wear marks to the key seat feature, preventing device to be attached to matting component. The observed condition is normal wear and tear of the device.

Event description:
It was reported that the attachment site on the ar-623-6 is distorted making it difficult to make a solid connection. This was noticed upon inspection after a tka procedure.